Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Caster wheel will not turn, because the fork is messed up into the frame.